Event description:
An optometrist reported a case of stage one dlk (diffuse lamellar keratitis), noted for one left eye, a day after lasik surgery had been performed. Reporter stated that the pt was asymptomatic. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).